Event description:
The customer reported via phone call that they had a prime rewind anomaly. Customer stated that insulin was squirting out during the manual prime process. It was also found insulin continued to drip after the act button was released during the prime process. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap appeared to be normal. Customer also stated the motor did not slow down and numbers did not ramp up on the screen during troubleshooting. It was found insulin did not drip out when the act button was released after troubleshooting occurred. Customer requested a replacement insulin pump. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no a33 alarms noted. The drive support disk was inspected and no anomaly was noted. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33 and displacement tests. The insulin pump has minor scratches on the lcd window and cracked case at the display window corners.